Event description:
In 2008, the pt reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device resulting in a full cartridge spilling into the cartridge compartment. The pt was able to remove the plunger from the piston rod, and she was advised to switch to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.